Manufacturer narrative:
The field service engineer (fse) replaced the control and parameter pcas to resolve the reported symptom. The device then passed tall performance verification testing and was remains at the customer site for use.

Event description:
The customer reported that they could not acquire an ECG waveform via pads and leads. There was no patient involvement